Event description:
It was reported that patient lost therapy. Troubleshooting did not resolve the issue. It is unknown if the ipg was prematurely depleted. Additional information was received that surgical intervention was undertaken wherein ipg was explanted and replaced. Post-operatively, therapy was restored.

Event description:
It was reported that the patient observed an end of service message for the ipg after using high energy settings. After being educated on their device and troubleshooting, the error cleared and the issue was addressed.